Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during an attempt to remove a screw, the tip of the screwdriver broke. No patient symptoms or complications were reported as a result of this event. Additional information was received that the type of procedure involved during the event was l3-l4 tlif with removal of hardware and extension of fusion.

Manufacturer narrative:
D4: lot number is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.